Event description:
The pt reportedly experience intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device revealed abnormal function. Surgery to explant the pt's device has been scheduled.